Manufacturer narrative:
(B)(4). The cause of the reported condition could not be determined with the provided information. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). Lot number 13n030 was manufactured december 6, 2013 - december 9, 2013. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The sample was received for evaluation. A visual inspection identified a tiny loose black particle, approximately 0.03 mm in size, located on the outer surface of the coiled tubing inside the housing. A spectrophotometer scan determined the particle to be epoxy resin. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
It was reported that an infusor had a black particle on the inner coil tubing. This malfunction was observed during inspection; after compounding (filling) the device with an antibiotic drug. There was no patient involved. No additional information is available.